Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 5.2, laboratory inr: 2.4. Therapeutic range: 2.0 - 3.0. The testing was performed within the same hour. Reportedly, the monitor was held in the hand while testing was performed. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. Improper handling of the monitor was identified while the test was being performed. This cannot be ruled out as a cause for the error experienced. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.